Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged critical pump error (open book image) alarm and cosmetic damage located at the back of the device found on june 05, 2022. Device was received with a critical pump error (open book image) alarm. Unable to perform the functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. The crest software download was utilized and successful. The thus history download was unsuccessful (unable to download) since pump is on a constant dark blue screen and could not get into the join network screen. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces.d device was cut open to perform visual inspection and found moisture damage on the electrical board1 and b2, force sensor and motor. Using a test electrical board 1 and the original electrical board 2, the device still had constant dark blue screen. Critical pump error (open book image) alarm and then constant dark blue screen due to moisture damage electronic assembly. Per (B)(6) r&d engineer - not enough data for the investigation. (Unable to download the pump history and traces for the investigation due to critical pump error (open book image) alarm and then constant dark blue screen). No damage noted on the battery cap. The device was received with cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and keypad overlay texture damage. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the functional testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm and then constant dark blue screen were confirmed. Unable to download confirmed. Cosmetic damage at the back of the pump was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. It was stated that there was crack on the battery compartment. Troubleshooting was performed for damage. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.